Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not properly seat in the tibial baseplate.

Manufacturer narrative:
No product was returned with the complaint for investigation; therefore, the device condition is unknown and visual and dimensional evaluations could not be performed. The device history records review was performed and identified no deviations and/ or anomalies. This device is used for treatment. A complaint history search identified no other complaint for the product part and lot combination of the articular surface. It was reported that the surgeon used the proper surgical technique. A definitive root cause cannot be determined with the information provided.